Event description:
Customer reported that when the mec-2000 was monitoring a pt in the hospital, the monitor could not be displayed. The doctor replaced another monitor to use on the pt. No pt was dead or injured. Mec-2000 is not marketed in the USA, but we have similar pt monitor marketed in the united states.

Manufacturer narrative:
Mindray service team has performed an onsite investigation with the event and realized below scenario. The hospital was using the nec-2000 to monitor a pt on (B)(4) 2014, suddenly there's black screen appeared, the lcd could not display anything. The hospital facility tech came to inspect the device, he opened the device and found the lcd signal cable was disconnected, then he plugged the cable to the lcd and added hotmelt to fix it. Then the device can be displayed and worked properly. Mindray service engineer reopened the device in the hospital, inspected the lcd signal to the socket. Then he booted the monitor and inspected its display, the monitor could be displayed properly, the failure couldn't be reproduced then. Under this failure mode, the lcd would have black screen and can't be displayed, but the alarm function would not be affected. Mindray was distributed more than 38000pcs of mec-2000 pt monitors, this is the first time we have received this kind of complaint. We concluded it's an isolated case.